Manufacturer narrative:
(B)(4).

Event description:
It was reported that an elective replacement indicator (eri) message appeared on the patient's neurostimulator approximately 2 months ago. Impedance measurements on the programmed electrodes showed readings of 38 ohms. Additional information was requested.